Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows pump module s/n (B)(4) was programmed to infuse propofol (diprivan) 1000mg/100ml (drug ID 356) at a rate of 12.2ml/hr with a vtbi of 90ml at 3:22 pm on (B)(6) 2018. At 3:24 pm, the user selected the device and then selected the up arrow key, changing the rate from 12.2ml/hr to 12.3ml/hr and ran at this rate until 5:42 pm when the user channeled the device off. The volume recorded as being infused during this period was 28.576ml. Functional testing found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported an over-infusion of propofol. No programming was provided. There was no report of patient harm.